Event description:
Reporter stated the customer was hospitalized with hyperglycemia, vomiting, and dehydration. He was admitted to the intensive care unit, and his blood glucose was 34.8 mmol/l via lab measurement. He was taken off the infusion device and treated with insulin via IV. The infusion set was removed, and the cannula was bent. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.